Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00104 on 02-jul-2025. Additional information (08-jul-2025): in addition to the service actions reported in the initial MDR, a siemens customer engineer (cse) ran service methods and aligned all probes. Siemens further evaluated the event, which included reviewing instrument data. The instrument health report (ihr) shows monitor: water supply: water purification module (wpm) errors. Siemens concluded that the water filters potentially contributed to the falsely elevated carbon dioxide (co2) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Event description:
The customer reported falsely elevated carbon dioxide (co2) results were obtained on a patient sample on a dimension vista 500 system. The erroneous results were not reported to the physician(s). The sample was repeated on an alternate point of care testing (poct) instrument. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated carbon dioxide (co2) results were obtained on a patient sample on a dimension vista 500. Quality controls (qcs) recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the reverse osmosis (ro) filters, flushed the system and tank, and ran qcs and calibrations, which recovered within ranges. The cause of the falsely elevated co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.